Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not secure/hold the k-wires in the 0.6-1.2mm setting. It was further observed that the ball bearing was seized, the seals were worn, and there was an unknown substance on the internal components. It was determined that these issues were consistent with component wear and improper cleaning/care. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) ankle fracture surgical procedure, it was discovered that the quick coupling device would not grip the k-wire device. There were no delays to the surgical procedure as spares were available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there were no adverse event associated with the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.